Event description:
During an arthroscopic meniscectomy, fine particles-like shavings were observed by surgeon coming off the device being used. The site was irrigated. There was no harm to the patient.